Event description:
A surgeon reports a patient is complaining of blurred vision following bilateral intraocular lens implant surgery. Postoperative visual acuity is excellent and lenses remain implanted. Follow-up with the surgeon revealed the patient had posterior vitreous detachments (both eyes) prior to surgery and the surgeon feels her symptoms were expected and should resolve with vitrectomies. MFR report # 1119421-2006-00197 -- od (right eye). MFR report # 1119421-2006-00198 -- os (left eye).

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.